Event description:
Boston scientific received information that two days post-implant, loss of capture (loc) was observed on this right ventricular (rv) lead. Capture was intermittent at maximum outputs and high pacing threshold measurements were noted. Fluoroscopy confirmed the rv lead was dislodged. A revision procedure was performed the following day. The helix on the rv lead was successfully retracted and the lead was repositioned; however, the helix could not be extended. The right atrial (ra) lead was inadvertently dislodged during the rv lead revision. The helix on the ra lead was retracted and the lead was repositioned, but again, the helix on the ra lead could not be extended. The physician removed both leads and was able to implant a new rv lead of the same model without further complication. The physician was not able to gain access to add a new ra lead, so the ra port on the pacemaker was plugged and the procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.